Manufacturer narrative:
Additional information reported that five days following the implant of the valve, electrocardiogram (ECG) showed right bundle branch block (rbbb). No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) showed first degree atrio-ventricular (av) block, left bundle branch block (lbbb) and complete heart block (chb). Subsequently, a permanent pacemaker was implanted five days following the valve implant procedure. No additional adverse patient effects were reported.